Event description:
On (B)(6) 2009, this pt underwent endovascular treatment for a thoracic aortic dissection with three gore tag thoracic endoprostheses. Final angiography determined a proximal type I endoleak which the physician chose to monitor. The procedure was concluded. Final angiography confirmed a proximal type I endoleak. The physician chose to monitor the pt and ended the procedure. The pt's proximal neck diameter was reported to range 42-45 mm. The dissection was reported to originate approx 7 cm distal to the left subclavian artery and extended down to the abdominal aorta. On (B)(6) 2010, the pt underwent treatment for the proximal type I endoleak and an unk (non-gore) stent graft was implanted. The pt tolerated the procedure; there was no aneurysm enlargement reported. The endoleak was reported to be have been caused by a lack of device apposition of the proximal aortic neck due to undersizing of the device. Additionally, it is unk whether the proximal landing zone was ballooned after implant.

Manufacturer narrative:
A review of the mfg records for the device(s) verified that the lot(s) met all pre-release specs. The gore tag thoracic endoprosthesis instructions for use (IFU) states: strict adherence to the gore tag thoracic endoprosthesis IFU sizing guide is required when selecting the appropriate device size. The gore tag thoracic endoprosthesis is designed to be oversized from 7 to 18%. Appropriate device oversizing has been incorporated into the IFU sizing guide. Sizing outside of this range can result in endoleak. Table 20 of the sizing guide determines that the intended aortic inner diameter for the device used in this procedure is 34-37 mm. Additionally, the IFU warnings and precautions states: "failure to properly follow the instructions, warnings, and precautions may lead to serious surgical consequences or injury to the pt. Compliance with device sizing recommendations is critical to performance to the device." The IFU further instructs: "after deployment, use the gore tri-lobe balloon catheter to smooth and seat the endoprosthesis against the aortic wall in the distal and proximal necks". Additionally the IFU states: the safety and effectiveness of the gore tag thoracic endoprosthesis has not been evaluated in the following pt populations: acute and chronic dissections.